Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading the customer reported was found in the meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported on (B)(6) 2010 at 9:00 am she received a reading of 110 mg/dl that was higher than she felt. The customer reportedly ate some food and at 9:45 am lost consciousness due to hypoglycemia. The paramedics were called and treated customer with intravenous glucose on the scene. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.